Event description:
The customer reported that the 3 g high definition serial digital interface outputs 1 and 2 did not work during a demonstration involving an olympus video system center. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.